Event description:
Customer reported, the system displayed a cine disk not available error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge pcb, the cine drive, and reloaded software. System operates as intended.